Manufacturer narrative:
Continuation of d10: ddmb1d4 ICD, implanted on (B)(6) 2020. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the right ventricular (rv) lead triggered a lead integrity alert (lia) due to high-rate non-sustained episodes and impedance variation. Approximately two and a half months later, another lia triggered due to the same criteria. It was also noted that the rv lead exhibited oversensing and noise. It was also reported by the patient that they are getting shocked from their implantable cardioverter defibrillator (ICD), however there were no shocks observed on the transmission report. The rv lead and ICD remain in use. No further patient complications have been reported as a result of this event.